Event description:
It was reported that pump battery was not charging and pump did not turn on despite being connected to power. There was no reported impact to the customer¿s blood glucose level. Customer attempted to charge pump with different usb cables and wall outlets without success, distributor awaited device return for evaluation, and replacement pump was arranged.